Event description:
It was reported that shaft break occurred. During unpacking of a 2.00mm x 20mm maverick balloon catheter, it was noted that the delivery shaft was fractured. The procedure was completed with another of same device. There were no patient complications reported and the patient was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a maverick 2 balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was a complete separation at 65.3cm distal of the strain relief. There was blood in the guidewire lumen. The balloon was tightly folded. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the reported broken shaft as the hypotube was separated.

Event description:
It was reported that shaft break occurred. During unpacking of a 2.00mm x 20mm maverick balloon catheter, it was noted that the delivery shaft was fractured. The procedure was completed with another of same device. There were no patient complications reported and the patient was stable.